Manufacturer narrative:
On november 18, 2025, the mentor analysis lab received the suspect medical device for evaluation. On november 24, 2025, mentor completed an evaluation on the returned device. Analysis of the device determined that the implant was textured. Brand name: unknown saline implants textured. Device evaluation: mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed two tears on the device, one on the anterior view (tear a), and a second tear (tear b) on the posterior view, measuring approximately 0.2 cm, and 0.1 cm, respectively. In addition, no other leaks sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation in the tear a could not be identified. Also, microscopic examination was performed on the edges of the tear b, and parallel striations were found in the whole area of the tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the tear b on the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reach on the cause of the tear a in the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left implant by medical professional. As a result, the patient was scheduled for bilateral implant removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2025, mentor was notified that the patient had undergone bilateral exchange with mentor saline implants. On november 04, 2025, mentor became aware that the patient underwent the exchange surgery on (B)(6) 2025. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).